Event description:
Procedure: intravaginal sling. According to the report: there was a enterocele post-op which resulted in a vaginal hernia. The severity was moderate. There was no medication administered, no removal of the tape, however, there was a follow-up procedure, laparoscopic sacrocolpopexy, in 2005.